Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the refrigerator failed and required maintenance, which located on (B)(6). The customer tried to recover the refrigerator, but issue persisted. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was failed and required maintenance. A field service engineer identified that the remote manager external cable to the medstation was wedged behind the rack, causing misalignment and preventing proper latching. Fse removed the remote manager, applied new adhesive, and realigned the attachment, verified functionality in hardware test application (hta), and the customer tested the unit with no further issues. The system functioned as intended after the field service engineer repaired the device.